Event description:
Pt had cardiac / respiratory arrest 2 hours 10 min into dialysis treatment. Pt on max ventilator settings. Levophed drip @ 30mcg/min, severely fluid overloaded and hypoxic before treatment began. O2sats only 82-84% during entire treatment. Pt became hypotensive and bradycardic at 1230, quickly going into asystole. Code blue called. Code stopped at 1304 per families wishes to make pt a dnr. Time of death recorded at 1313. Dialysis machine tested by technical svs on (B)(4) 2014. Negative pressure test failed.